Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the shock was not delivering during patient use. The device was in use on a patient, but no adverse event to the patient was reported. The patient was being treated for ventricular fibrillation and the customer immediately switched to a standby defibrillator to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.